Event description:
It was observed that during the device evaluation, the camera head had sticking focus ring, corroded electrical contacts, and water ingress. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event of leakage and corrosion on the electrical contacts occurred due to component failure of the device whereas a definitive cause for the reported event of focus ring sticking could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.